Manufacturer narrative:
2518422-2021-06415 report was previously filed without a serial number as this information was not provided initially by the customer. 2518422-2021-06415-1 follow up report is being filed with serial number information.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.